Event description:
The facility reports the device has a broken door latch. Details were not available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found was also not available, and no additional contact infromation was provided. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 02 2007. The device has been requested but has not yet been received. A follow-up report will be filed if additional information becomes available.